Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for pre-dilation. The first inflation was performed at 12 atmospheres and the second inflation was at 16 atmospheres. However, during the third inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a 2.5x15mm non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the device was completely removed and the patient's condition post procedure was good.